Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and passed. Internal visual inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined. No injury or medical intervention was reported.